Event description:
The customer states that one patient sample generated platelet results of 12.0 k/ul with an rbc count of 1.0 m/ul on the cell -dyn 32000 cs 110 analyzer. The results also generated an rbc morph flag. The sample was retested with a platelet count of 98.0 k/ul with an rbc count within the lab's normal reference range (no actual value provided). No suspect results were reported from the lab. Subsequently, an rbc diluent syringe over pressure fault occurred (which was resolved) but then platelet background counts were out of specifications. The abbott customer technical advocate suggested a number of troubleshooting procedures to try. There is no impact to patient management reported.

Manufacturer narrative:
The customer reported that the cell-dyn 3200 instrument generated imprecise platelet (plt) and red blood cell (rbc) results on a patient sample. The customer found the source of the imprecise results to be isolated to the rbc diluent tubing, which got caught in the shear valve after being repositioned the day before. The customer reseated the tubing and began running samples without any issues. The customer submitted data to aid with the investigation. The data contained suspect parameter flags, i.e. Nwbc, rbc morph, uri, band, and dflt (nlmeb). The cell-dyn 3200 system operators manual (list number 06h60-01, revision n) states that these flags are generated after the instrument evaluates the measured data for a particular parameter or group of parameters. The result may be suspect due to interfering substances or the inability of the instrument to measure a particular parameter. The manual recommends to review a stained smear if any of these suspect flags are triggered on the results and to follow the laboratory's review criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 3200 instrument. The instrument performed as designed, by alerting the operator on all runs to further validate the results, as shown on the data submitted for evaluation. Brand name corrected to cd 3200 cs 110 analyzer.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).